Event description:
It was reported that there was early battery depletion due to high lv (left ventricular) output, due to poor anatomy. High lv thresholds were noted. The device was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead, (B)(6) 2004; 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.